Event description:
It was additionally reported that the patient was admitted with volume overload and acute kidney injury thought to be caused by right ventricular failure. The right ventricular failure was noted to have developed over the course of the patient's time with the left ventricular assist device (lvad). The patient had paracentesis for ascites which led to hemoperitoneum. The family then decided to pursue comfort measures. The death was not considered device related, the device operated as expected and would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was communicated that the device would not be returned for evaluation. The patient¿s outcome was not considered to be device related, and the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU). Section 1, ¿introduction¿, lists bleeding, right heart failure, renal dysfunction, and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on comfort care receiving treatment for right ventricular failure, acute kidney injury and hemoperitoneum. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
H6: kidney injury e1017 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.